Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: hyperion 6f spb 3.5. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with the moderately calcified lesion such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, moderately tortuous, moderately calcified lesion in the distal left anterior descending (lad) coronary artery. A 3.00x08mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance to perform pre-dilatation; however, the balloon ruptured during the first inflation at 9 atmospheres for 30 seconds. The bdc was removed from the patient anatomy without resistance and a non-abbott bdc was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.